Event description:
In 2005, a clinical incident involving a turbovac 90 arthrowand was reported to arthrocare corporation. During an arthroscopic procedure of the shoulder, it was reported the screen detached and remained in the patient. The screen was not retrieved. It was also reported that the device used in the procedure had been reprocessed. No reported patient injury.